Event description:
The feeding pump used on this pt had the auto flush function activated. What we have discovered is that the "pins" that activate the auto flush function can be pushed in while changing the tubing, cleaning or programming the pump. When the auto flush feature is activated, it does not alert the user that it has been turned on. The only notice the user or pt will get is approx 1 minute before the flush/bolus is given. The pump will begin a count down to the flush - if you are not at the pump when the count down occurs, you have no knowledge that the flush or bolus is about to begin. Our concern is for our pediatric pts and our unstable hemodynamic pts.